Manufacturer narrative:
The customer repeated approximately 10,000 patient samples to check instrument performance on 3 c513 analyzers (analyzer a serial number was (B)(6), analyzer b serial number was (B)(6), analyzer c serial number was (B)(6) ). The customer questioned the results for 63 patient samples. Of the data provided for the 63 patient samples, the results for 16 patient samples were discrepant. Refer to the attached data for the patient results. For analyzer a (serial number (B)(6) ): the field service engineer (fse) performed a system health check on 27-mar-2024 and performed additional preventive maintenance on 19-apr-2024. The analyzer was operating within specification. For analyzer b (serial number (B)(6) ): the fse readjusted the sample probe, reagent probes, and rinse levels, replaced seals, diaphragms, and the gear pump head, and cleaned the vacuum valves. The analyzer was operating within specification. For analyzer c (serial number (B)(6) ): the fse adjusted the reagent probe and cleaned a valve and the cell rinse nozzles. The analyzer was operating within specification. For all 3 analyzers: reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. Since multiple service actions were completed, the specific cause of the event could not be determined. The service actions resolved the issue. The customer has not complained of any further issues.

Manufacturer narrative:
Analyzer a serial number was (B)(6). Analyzer b serial number was (B)(6) . Analyzer c serial number was (B)(6) . The hba1c reagent lot number was 733769 with an expiration date of 31-oct-2024. The field service engineer (fse) visited the customer site on 13-mar-2024 and found the sodium hydroxide (naoh) valve mixer was leaking and a sample probe was bent on analyzer a (serial number (B)(6) . The fse replaced the sample probes and the rinse level was checked. Calibration and qc were performed and a patient correlation was performed with acceptable results.

Event description:
We received an allegation of discrepant results for 2 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (hba1c) between 3 cobas c 513 analyzers at the customer site (analyzer a, analyzer b and analyzer c). On (B)(6) 2024 patient 1 initial result from analyzer a was 5.9%. The physician requested the patient be re-tested. On (B)(6) 2024 a new sample was obtained and the result from analyzer a was 6.4%. The physician questioned the difference in results. The original sample was repeated on analyzer c and the result was 5.7%. The 2nd sample was repeated on analyzer c and the result was 5.7%. On an unknown date, patient 2 initial result on analyzer a was 6.4%. The result from a 2nd tube drawn at the same time on analyzer a was 9.4%. Both tubes were repeated on analyzer a, analyzer b, and analyzer c with results between 6.3% and 6.5%. The high results from analyzer a are in question.